Event description:
Pt had charite artificial disc placed at the l5-s1 level over one year ago. Back pain persisted. Had increase in back pain about two weeks ago. He also had difficulty urinating, a problem he attributed to prior prostate enlargement. Back worsened and was admitted to hosp. X-rays showed disruption of artificial disc with posterior herniation of disc center into sacral spinal canal. Extensive surgery was required at the hosp where the disc was initially placed.